Event description:
It was reported that an unspecified number of syringe 50ml ll experienced tip/luer of syringe cracked/damaged/deformed/bent which was noted prior to use. The following information was provided by the initial reporter: description: unable to deactivate the syringe to the mini-spike.

Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1710024, no deviations or non-conformances were identified during the manufacturing process related to the alleged defect. Ten retained samples of lot 1710024 were used for additional evaluation. The product was visually inspected, no damage or molding tip was observed in the syringe or syringe tip. Tip and thread verification tests are performed within the manufacturing environment according to procedure. The samples were evaluated were tested and results were verified to be compliant. Final products for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our quality team's investigation, a root cause cannot be determined at this time. Complaints for this device and reported defect will continue to be tracked for future occurrence.

Event description:
It was reported that an unspecified number of syringe 50ml ll experienced tip/luer of syringe cracked/damaged/deformed/bent which was noted prior to use. The following information was provided by the initial reporter: description: unable to deactivate the syringe to the mini-spike.

Manufacturer narrative:
H.6 investigation summary :one sample was returned to our quality team for investigation. Upon visual inspection of the sample received, the quality team verified the luer tip of the syringe is damaged. A device history review was performed for the reported lot 1908206, no deviations or non-conformances were identified during the manufacturing process related to the alleged defect. Ten retained samples of lot 1908206 were used for additional evaluation. The product was visually inspected, no damage or molding tip was observed in the syringe or syringe tip. Tip and thread verification tests are performed within the manufacturing environment according to procedure. The samples were evaluated and results were verified to be compliant. Final products for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our quality team's investigation, it has been determined that the tip breakage occurred due to over-screw during the connection of the syringe. Complaints for this device and reported defect will continue to be tracked for future occurrence.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 50ml ll experienced tip/luer of syringe cracked/damaged/deformed/bent which was noted prior to use. The following information was provided by the initial reporter: description: unable to deactivate the syringe to the mini-spike.